Manufacturer narrative:
Reporting institution name: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the device had a low leak co2 rebreathing risk failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
The authorized service personnel (asp) evaluated the unit and confirmed reported problem: unable to trigger, unable to enter standby mode. The (asp) replaced the gas delivery system (gds) to address the reported issue. The device returned to full functionality.

Event description:
The customer reported that the device had a low leak co2 rebreathing risk failure. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Further information is pending.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporter phone number: (B)(6).